Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. The instrument was tested for electrical continuity and one grip failed. It was noted that during the in-house testing, the instrument delivered energy and the cut test passed without any issues. The 0.001¿ gauge test failed. It was noted the ceramic dots were visible and the logs showed no failures on remote fe. Further testing found the instrument was broken at the weld location via x-ray analysis and the reason why the jaw failed the electrical continuity test. It is unclear what causes the conductor wire to break at this location, but it is possible the weld failed due to a variation in the welding process. Based on the information provided, this event is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the endowrist vessel sealer extend instrument would not seal. While there was no report of any patient harm, adverse outcome or injury, recurrence of the reported failure mode could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer observed the endowrist vessel sealer extend would not seal. The customer used a backup same da vinci instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the robotic coordinator informed that there was no bleeding experienced by the patient than that of the ordinary, and no medical interventions were required. It was stated that the endowrist vessel sealer extend was installed and never worked during the procedure at first attempt. The roco stated that no thermal or bubbling effect was observed, and could not confirm if an error message was generated. The customer replaced the endowrist vessel sealer extend with a new same backup da vinci instrument. The procedure was completed robotically with no patient injury or harm.